Event description:
It was reported that the ventilator required replacement of control printed circuit board, pressure transducer printed circuit boards, monitoring printed circuit board, expiratory channel printed circuit board, air gas module, oxygen gas module and preventive maintenance kit. No more information was available. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. It was claimed that ventilator required replacement of control printed circuit board, pressure transducer printed circuit boards, monitoring printed circuit board, expiratory channel printed circuit board, air gas module, oxygen gas module. Inspection of the device conducted by the technician clarified that some issues (unknown) were caused by defective, reported parts and were found during maintenance of the device. Patient involvement is unknown.

Event description:
Manufacturer's ref. #: (B)(4).